Event description:
Per the clinic, the device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on january 25, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 29, 2024.